Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced pooling under the medication event on (B)(6) 2026. Patient had two episodes of cellulitis on the abdomen. Patient was on oral antibiotics. Patient experienced skin irritation leading to abscesses at the infusion site and allergic reactions. Patient experienced infections and believe the medication is not being absorbed. No further information available.